Manufacturer narrative:
Product complaint # ==> pc- (B)(4). Component code: (B)(4). Investigation findings: procedure related photo review. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture in the package, during removal from package, during handling or during use on the patient? Please specify during use on the patient. Investigation summary: visual analysis of the image submitted for evaluation determined that a winding former with a detached needle of product code w9981 could be observed, the image is not clear to determine the failure mode. To avoid this kind of damage: grasp the needle in an area one-third to one-half of the distance from the attachment end to the point. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hypospadias procedure (B)(6) 2022 and suture was used. The needle pulled off of the suture when it was used during the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one paper lid and one winding former with a detached needle of product code were received for evaluation. In order to evaluate the conditions of the returned sample, the hole of the needle was noted with marks that appear to be by surgical instrument and was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was not received for evaluation. A functional test was not performed, due to the needle was received detached from the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.